Event description:
It was reported that the patient's implantable neurostimulator (ins) was "technically not working properly." The patient experienced pain following placement of a new lead 2 weeks prior. The pain was described as from the waist down going to both legs. It was noted that only the "left side" was programmed and that the patient had a follow up appointment on (B)(6) 2012 for additional programming as their body needed time to heal from the most recent surgery. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).